Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was returned to maquet for evaluation. The sample was tested in the laboratory with a drive. There was an unstable run of the rotor part. It has been assumed that a problem at the bearing cup which occurred during use was responsible for this failure. Additionally, a review of the production records of the complained rotaflow was completed. No deviations were identified. Also, no changes have been made on the rotaflow pumphead. The outflow section and particularly the corresponding surface area of the complaint sample were within specification. Reference: (B)(4).

Event description:
On (B)(6) 2012, it was reported that rotaflow centrifugal pump (rf-32 lot 70071463) as part of tubing set (be-00987 lot 92059453) that the rf-32 pumphead was unstable. Due to the measurement problems, a lot of gel was needed to run the pumphead with a relatively stable flow. The perfusionist thought the design may have changed. It appeared to the perfusionist that there was a smaller surface area and outflow section; which could induce the problems experienced with the rf-32. Reference: complaint (B)(4).